Event description:
It was reported that during the upgrade of a single chamber pacemaker system to a bi-ventricular (bi-v) pacemaker system the event occurred. It was noted that the physician noticed numerous short periods of asystole due to non-capture. Upon further inspection of the right ventricular (rv) lead, the physician uncovered an insulation breach that was exacerbated when the device was in various positions. The lead was subsequently capped and a new rv lead was placed. No further patient complications have been reported as a result of this event. It was additionally reported that the lead exhibited intermittent capture.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the upgrade of a single chamber pacemaker system to a bi-ventricular (bi-v) pacemaker system the event occured. It was noted that the physician noticed numerous short periods of asystole due to non-capture. Upon further inspection of the right ventricular (rv) lead, the physician uncovered an insulation breach that was exacerbated when the device was in various positions. The lead was subsequently capped and a new rv lead was placed. No further patient complications have been reported as a result of this event.